Event description:
Three endeavor sprint drug eluting stents were implanted during the index procedure; one in the cx and two in the rca. It is reported that the patient suffered stent thrombosis in the rca approximately 48 months post index procedure and required revascularization. Ptca was performed on the rca. Investigator assessed that the stent thrombosis event was not related to the study device.

Event description:
Investigator assessed the previously reported stent thrombosis was related to the study device. An unknown brand des was implanted during the previously reported revascularization post stent thrombosis.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent thrombosis). (B)(4).